Event description:
It was reported that the customer was hospitalized for low blood glucose levels, after falling and hitting his head. It was stated that the customer had been keeping the insulin pump in a case that has a magnet clasp. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the displacement test. No error alarms were found in the alarm history. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.